Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed error message code "status 42" on the monitor screen and the defibrillator intermittently powers down. The complainant indicated that there was no pt involvement in the reported failure.